Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed some high voltage lead impedances. Possibly due to loose setscrew issue. The lead remains implanted.